Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported the device displayed premature battery depletion. The device was removed and replaced. Additional information was reported that the lead displayed high thresholds approximately one year ago. It was also reported the patient's breathing was not smooth and there was cardiac strangulation. A physician stated the high threshold was likely the cause of the premature battery depletion. Within the year the lead threshold returned to normal. Follow-up for additional information regarding this event was done and no other information was available. No further patient complications have been reported as a result of this event.